Event description:
It was reported that the device showed a "head error" during testing. There was no patient involvement in this case. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis, and resolution for the device described in this report. Device in question as done by local service technician. Based on the information from the service report the technician verified that head was not functioning. Replaced control board on rotaflow and drive functioned normally.